Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and loose drive support cap before and after a battery change. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for errors and a low reservoir was found in the pump history. The customer was advised to monitor pump and to call back if issues reoccur. No further information was provided.